Event description:
Additional follow up received identified stimulation was restored postoperatively and the issue resolved through surgical intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced ineffective stimulation (date of event unknown). It was also reported the patient experienced a fall two days after the scs implant. Subsequently, surgical intervention was taken on (B)(6) 2016 wherein the lead was repositioned.